Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a transient ischemic attack occurred. On (B)(6) 2021 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 20mm watchman flx device with complete laa seal and deployed device diameter of 17.3 mm. The patient was discharged the next day. On (B)(6) 2024, 1020 days post index procedure, the patient presented to emergency department (ed) for evaluation of sudden onset of chest pain and dizziness associated with headache, right-sided paresthesia, numbness in the right arm, tingling, and right-sided weakness approximately an hour prior to arrival. At the time of arrival to ed, the patient reported the symptoms of dizziness, right sided weakness and paresthesia had resolved. Vital signs showed hypertension and mild right sided facial flattening/weakness was noted. Computed tomography (CT) scan of the head without contrast was performed which revealed no acute intracranial hemorrhage with chronic ischemic small vessel disease and atrophy. Additionally, computed tomography angiography (cta) of the head and neck revealed no large vessel occlusion of the major head and neck arteries. It was found that the patient experienced a transient ischemic attack. The patient was taking aspirin (81mg/day) at the time of the event. The patient was admitted to the hospital for further evaluation. On (B)(6) 2024, magnetic resonance imaging (MRI) of the head without contrast was performed which revealed chronic age-related changes, otherwise unremarkable. Echocardiogram revealed normal left ventricle wall motion, ejection fraction 60-65%, mild to moderate diastolic dysfunction, mild aortic regurgitation, mild mitral regurgitation, and no pericardial effusion. The subject was switched from clopidogrel (75mg/day) to apixaban (10mg/day) therapy. Patient status on (B)(6) 2024, the patient denied any weakness with physical complaints. The patient ambulated in room without difficulty. The event was considered resolved and the patient was discharged to home on aspirin (81mg/day) and apixaban (10mg/day).